Manufacturer narrative:
Remove precision implantable pulse generator (ipg) serial# (B)(4) as additional suspect medical device component. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was unable to get a full charge of the ipg. The physician believed that the ipg was burning the patient due to the skin heating up when the device was turned on and malfunction was suspected. The patient underwent an ipg replacement and was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was unable to get a full charge of the ipg. The physician believed that the ipg was burning the patient due to the skin heating up when the device was turned on and malfunction was suspected. The patient underwent an ipg replacement and was doing well following the procedure.